Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log that confirmed the ventilator inoperative alarm occurred. The phenomenon was not able to be duplicated. The device's main board was replaced to resolve the issue. Additionally, a life related smell was observed and the outlet flow path was replaced. Periodic maintenance was performed and the blower was replaced. Also,overall checking, cleaning, and functional tests were performed. Inlet foam kit was replaced.